Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: ¿ were there any patient consequences? ¿ nil ¿ please estimate how long was the delay due to searching of the needle? ¿ needle was found quite quickly, so time delay from searching of the needle was short. ¿ the incident happened when dr. Was trying to insert the suture into the abdomen. The suture detached away from the needle, and the camera system showed an empty needle. He retrieved out the needle and called for sister to make a report. ¿ time delay resulted from needing a few minutes to call for, wait for, and obtain a new suture. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a video laparoscopic myomectomy on (B)(6) 2025 and barbed suture was used. The needle came off its suture. Afterwards, the surgeons had to search for the needle inside of the patient and thankfully found it before the end of the surgery. The incident happened when dr. Was trying to insert the suture into the abdomen. The suture detached away from the needle, and the camera system showed an empty needle. He retrieved out the needle. Time delay resulted from needing a few minutes to call for, wait for, and obtain a new suture. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty winding former, one detached needle and one suture piece were received for analysis. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole was examined and no suture remnant was noted. The suture was examined, and the insertion mark was observed to be as expected. The force used to detach the needle from the suture could not be determined a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.